Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient¿s lead replacement surgery, (see related manufacturer reference number 1627487-2019-13901). The patient did not place their ipg into surgery mode, thus the ipg could no longer communicate. Troubleshooting was able to address the issue and the device was able to communicate with external devices.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.